Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a visual inspection of the lead was performed. Inspection of the lead body found a tear in the insulation approximately 6 centimeters from the distal end that was consistent with flushing damage and the field allegation. Flushing damage is caused when attempting a flushing procedure in a clogged lumen. The clog then causes a pressure buildup which exceeds the strength of the insulation and results in a tear. Dried blood was found in the lumen of this lead and was likely what caused the pressure buildup during the flushing procedure. Inspection of the electrode tip found no anomalies. All other incoming tests were passed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this patient underwent a revision surgery to reposition a dislodged left ventricular (lv) lead. The lv lead dislodgment was confirmed by noting loss of capture at high voltages and performing an x-ray which showed that the lead had pulled back into the patient's coronary sinus. While trying to reposition the lead it was discovered that the insulation on the lead had been damaged and the lead was explanted and replaced. The lead has been returned and analyzed. No additional adverse patient effects were reported.